Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during a lung biopsy the doctor was using a plee45a and the device jammed up and was unable to open the jaws, even after trying the manual override. The doctor used long instruments to pry open the jaws. It was not reported how the procedure was completed. There were no patient consequences reported. One device will be returned by the sales rep. This is all the information known/available regarding this event.

Manufacturer narrative:
(B)(4). Batch # r5ad1c. Investigation summary: the analysis found that one plee45a device was returned with the anvil knife slot damaged and with one gst45t cartridge loaded in the device. The cartridge reload was received partially fired 2/3 and with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4)